Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted and no moisture damage found inside the pump. The pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 300 mg/dl. The customer had the insulin pump in a different location and it may have been exposed to moisture. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.